Manufacturer narrative:
Age and date of birth: unknown/no information. Patient weight: unknown/no information. Patient ethnicity and race: unknown/no information. Date of event: (B)(6) 2019, is provided as best estimate based on the information provided that two months post implant visual issues occurred. If explanted; give date: the date is approximately 6 months post implant as per the consumer¿s report. Manufacturer telephone number: (B)(4) (B)(4). Other: the device is not returning for evaluation as this is a consumers report and the health care provider did not respond. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Consumer reported that he underwent implantation of a johnson & johnson glaucoma implant on (B)(6) 2019. He explained that about two months later while on a business trip out of state, he partially lost his vision and had to seek medical attention. The doctor who treated him explained that his eye pressure was low due to the tube draining too much. He injected ophthalmic viscosurgical device (ovd) which helped with the pressure. However, his cornea collapsed, and his eye was very irritated. The implant was removed. Consumer explained that he does not have intraocular lens (iol) implants only glaucoma implants because of high intraocular pressure prior to the tube implant. The left eye also has a johnson & johnson glaucoma implant but there are issues. When he visited his regular doctor he explained that the tube was defective, kinked. He is taking several medications for his right eye, timolol in the morning, simbrinza in the morning, afternoon and night, and latanoprost in the evening. No further information was provided.